Event description:
This pt has had multiple complications related to this device including multiple dislodgements of the associated st. Jude durata lead, which resulted in inappropriate shocks. The pt also had twiddler's syndrome and coiled the lead around the ICD. It was noted that this pt was non-compliant and belligerent. The physician elected to remove this system completely and has no complaints against the functionality of this device.